Manufacturer narrative:
Reported event is inconclusive. The device was not returned for evaluation to date and no photographic evidence was provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. If you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Replace if necessary. Check all electrosurgical cable connections to the esu and the instrument handle. Make sure that the instrument shaft is securely locked into the instrument handle. Replace with another instrument blade if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6010-002, universal plus-hand ctl pistol was being used on (B)(6) 2021 during an unknown procedure when it was reported ¿suction was performed even though the suction button had not been pressed since starting use for that device.¿ the procedure was completed with an alternate unknown device. After further assessment it was found that "it occurred from the start of use out of surgical field. The device did not use for patient.¿ there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: customer event ¿suction was performed even though the suction button had not been pressed¿ was not confirmed during the evaluation process. Received one 60-6010-002 in opened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the device functioned as intended. The suction did not function unless the button was pressed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6010-002, universal plus-hand ctl pistol was being used on (B)(6) 2021 during an unknown procedure when it was reported ¿suction was performed even though the suction button had not been pressed since starting use for that device.¿ the procedure was completed with an alternate unknown device. After further assessment it was found that "it occurred from the start of use out of surgical field. The device did not use for patient.¿ there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
(B)(6) reported on behalf of their customer that the device, 60-6010-002, universal plus-hand ctl pistol was being used on (B)(6) 2021 during an unknown procedure when it was reported ¿suction was performed even though the suction button had not been pressed since starting use for that device.¿ the procedure was completed with an alternate unknown device. After further assessment it was found that "it occurred from the start of use out of surgical field. The device did not use for patient.¿ there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.